Event description:
The patient reported his pump had alarmed, and he was due for a refill; his fever was 102 degrees, he was feeling sweaty, had blurry vision, could not drive, and stated "that he will go through withdrawal." The drug used in the pump was morphine. Because the patient had relocated, he was not established with a new physician. The representative provided physician referrals, and redirected the patient to contact a hcp as soon as possible. The patient will ask the physician in new york for a referral, and will seek medical care if symptoms get worse.

Manufacturer narrative:
.